Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a loss of connection between the transmitter and receiving device that occured on (B)(6) 2016. Unknown if patient was using a continous glucose monitor receiver or the g5 mobile application to receive data. There was no report of injury or medical intervention. No additional event or patient information is available.